Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7288912. UDI: (B)(4).

Event description:
It was reported that following a lead pull procedure, the patient experienced pain and some oozing. The physician confirmed that an infection was starting. The patient went to the emergency room (ER) as the pain in the back was getting worst and the legs felt like they could not hold the weight. A magnetic resonance imaging (MRI) was performed; however, results are not yet available. No further information could be obtained.